Manufacturer narrative:
This cypher is not distribute in the us; however, it is similar to us distributed cypher product.

Event description:
This male pt with a history of previous myocardial infarction (mi), hypertension, and previous coronary intervention (pci) was admitted for angiographic eval due to angina. The pt was currently taking aspirin, plavix, and warfarin potassium. Angiography revealed a 100% 10mm, de novo, eccentric, bifurcated, calcified, b2 type lesion in the ostium of the obtuse marginal branch (om). The vessel was described as 2.5mm in diameter and totally occluded (timi 0 flow). Heparin was administered. Clotting times were not measured during the procedure. The lesion was pre-dilated with a 2.0x15mm ptca balloon inflated to 14atm for 20 seconds. A 2.5x13mm cypher stent deployed to 14atm for 20 seconds. Post-dilatation was not conducted. Ivus was conducted. The residual % of stenosis was 25% and flow was restored to timi ii. Two days later, while still in the hosp, the pt complained of chest pain and an abnormal ECG was confirmed. Repeat angiography revealed a thrombus formation within the previously implanted cypher stent in the om. To treat the thrombus, aspiration thrombectomy and balloon angioplasty were conducted. Physician's comment: the possible cause of the thrombotic event was because the stent may have been under-dilated.